Event description:
Packaging or labeling error. When the trident crossfire polyethylene acetabular cup was opened in the office, it was noted that the inner package said it was an n2vac cup, but the outer package said it was a crossfire cup.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (packaging or labeling error) and product code jwh.